Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: plate received broken into two pieces. Both pieces were received. Magnum tool co. Manufactured the locking reconstruction plate, part number 449.633, and lot numbers 4845376. Due to an unknown cause, the plate broke. Initially, the part conformed to the synthes final inspection sheet. The measurable dimensions were as far as possible checked and passed. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed a broken synthes plate and a surgical revision was completed with a patient specific implant, mandible, on (B)(6), 2014. The patient had been implanted with a 2.4 mm locking reconstruction plate approximately five years ago (2009) by an unknown surgeon. The patient presented to the surgeon complaining of discomfort; the surgeon determined the reconstruction plate and two of seven screws were broken. All hardware was removed on (B)(6), 2014. It was confirmed upon removal that the broken hardware was synthes product. The surgery was completed successfully. The patient's status outcome following surgery was reportedly stable. This report is for one unknown locking reconstruction plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Additional device info: this report is for one unknown locking reconstruction plate/unknown lot. Implant date: unknown month, unknown date 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.